Manufacturer narrative:
E1: initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder, the safety shield detached while attempting to close it over the IV needle. This occurred with an unspecified number of devices. One occurrence led to a used needle stick injury to the user. Facility protocol was followed for blood exposure incident. No further impact was reported.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder, the safety shield detached while attempting to close it over the IV needle. This occurred with an unspecified number of devices. One occurrence led to a used needle stick injury to the user. Facility protocol was followed for blood exposure incident. No further impact was reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. One of the photos shows a device with the hub and collar separated and a bent cannula. Another photo depicts a device with the safety shield detached from the collar. Additionally, (B)(4) retained samples underwent functional tests for defective locking mechanisms and hub/collar separation, all of which passed as there were no signs of damaged or broken collars or separation during the activation of the safety shield. Furthermore, (B)(4) retained samples underwent visual inspections for bent cannulas, and all samples passed as there was no evidence of bent IV cannulas. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: bent, defective locking mechanism and hub/collar separation. The root cause was determined to be worn pallets causing pallet misalignment issues. When the pallets are misaligned, the parts become damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.